Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast lump (left) and chlamydial infection. Previously administered products included for an unreported indication: implanon. Concurrent conditions included bloating, nausea, fatigue, gastritis, vaginal itching, vaginal discharge abnormality, amenorrhea, vulval pruritus, vaginitis bacterial and breast pain. Concomitant products included clotrimazole, fluconazole (diflucan), metronidazole and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal infection ("infection type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dysuria ("bladder or urinary problems or changes - dysuria"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("pain llq pain"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problem"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, vaginal discharge, weight decreased, abdominal pain lower and abdominal pain was resolving, the vaginal haemorrhage, vaginal infection, bladder disorder, cystitis and urinary tract infection had resolved and the menorrhagia, depression, anxiety, dysmenorrhoea, dyspareunia and dysuria outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, dysuria, menorrhagia, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: she received treatment for pain , bleeding , psycho , bladder/urinary problems diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: lower abdominal pain, pelvic pain, vaginal discharge, dyspareunia, vaginal infection, weight loss. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: event 'bladder problems , bladder infection and uti was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic') and uterine haemorrhage ('abnormal uterine bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast lump (left) and chlamydial infection. Previously administered products included for an unreported indication: implanon. Concurrent conditions included bloating, nausea, fatigue, gastritis, vaginal itching, vaginal discharge abnormality, amenorrhea, vulval pruritus, vaginitis bacterial and breast pain. Concomitant products included clotrimazole, fluconazole (diflucan), metronidazole and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal infection ("infection type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dysuria ("bladder or urinary problems or changes - dysuria"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), abdominal pain lower ("pain llq pain") and abdominal pain ("abdominal pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, vaginal discharge, weight decreased, abdominal pain lower and abdominal pain was resolving and the vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, dysmenorrhoea, dyspareunia and dysuria outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, dysuria, menorrhagia, pelvic pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: lower abdominal pain, pelvic pain, vaginal discharge, dyspareunia, vaginal infection, weight loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2019: pfs and medical record received: new events - abnormal bleeding (vaginal, menorrhagia), infection type: vaginal, psychological or psychiatric problems condition: depression and mental anguish, bladder or urinary problems or changes - dysuria, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, weight loss, abdominal pain, abdominal pain lower, abnormal uterine bleeding were added. Reporter¿s information, patient demography, medical history, concomitant condition, lab data, historical drug, concomitant drugs were added. Severity of event - pelvic pain, abdominal pain lower and abdominal pain was updated as severe. Outcome of event weight loss, vaginal discharge, abnormal uterine bleeding, pelvic pain, abdominal pain and abdominal pain lower was updated as recovering/resolving. Case is now incident. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic') and device breakage ('left fallopian tube with essure are disrupted fragments') in a female patient who had essure (batch no. 916688) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast lump (left) and chlamydial infection. Previously administered products included for an unreported indication: implanon. Concurrent conditions included bloating, nausea, fatigue, gastritis, vaginal itching, vaginal discharge abnormality, amenorrhea, vulval pruritus, vaginitis bacterial and breast pain. Concomitant products included clotrimazole, fluconazole (diflucan), metronidazole and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal infection ("infection type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dysuria ("bladder or urinary problems or changes - dysuria"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("pain llq pain"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problem"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, vaginal discharge, weight decreased, abdominal pain lower and abdominal pain was resolving, the device breakage, menorrhagia, depression, anxiety, dysmenorrhoea, dyspareunia and dysuria outcome was unknown and the vaginal haemorrhage, vaginal infection, bladder disorder, cystitis and urinary tract infection had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, dysuria, menorrhagia, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: she received treatment for pain , bleeding , psycho , bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: lower abdominal pain, pelvic pain, vaginal discharge, dyspareunia, vaginal infection, weight loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received. Lot number & event device breakage was added. Reporters were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic') and device breakage ('left fallopian tube with essure are disrupted fragments') in a female patient who had essure (batch no. 916688-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast lump (left) and chlamydial infection. Previously administered products included for an unreported indication: implanon. Concurrent conditions included bloating, nausea, fatigue, gastritis, vaginal itching, vaginal discharge abnormality, amenorrhea, vulval pruritus, vaginitis bacterial and breast pain. Concomitant products included clotrimazole, fluconazole (diflucan), metronidazole and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal infection ("infection type: vaginal"), dysuria ("bladder or urinary problems or changes - dysuria"), anxiety ("mental anguish") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain llq pain"), abdominal pain ("abdominal pain"), uterine haemorrhage ("abnormal uterine bleeding"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and bladder disorder ("bladder problem") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain, uterine haemorrhage, vaginal discharge and weight decreased was resolving, the device breakage, dysmenorrhoea, dyspareunia, menorrhagia, dysuria, anxiety and depression outcome was unknown and the vaginal haemorrhage, vaginal infection, cystitis, urinary tract infection and bladder disorder had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, dysuria, menorrhagia, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: she received treatment for pain , bleeding , psycho , bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: lower abdominal pain, pelvic pain, vaginal discharge, dyspareunia, vaginal infection, weight loss. Lot number reported (916688) is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic') and device breakage ('left fallopian tube with essure are disrupted fragments') in a female patient who had essure (batch no. 916688-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast lump (left) and chlamydial infection. Previously administered products included for an unreported indication: implanon. Concurrent conditions included bloating, nausea, fatigue, gastritis, vaginal itching, vaginal discharge abnormality, amenorrhea, vulval pruritus, vaginitis bacterial and breast pain. Concomitant products included clotrimazole, fluconazole (diflucan), metronidazole and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal infection ("infection type: vaginal"), dysuria ("bladder or urinary problems or changes - dysuria"), anxiety ("mental anguish") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain llq pain"), abdominal pain ("abdominal pain"), uterine haemorrhage ("abnormal uterine bleeding"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and bladder disorder ("bladder problem") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain, uterine haemorrhage, vaginal discharge and weight decreased was resolving, the device breakage, dysmenorrhoea, dyspareunia, menorrhagia, dysuria, anxiety and depression outcome was unknown and the vaginal haemorrhage, vaginal infection, cystitis, urinary tract infection and bladder disorder had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, dysuria, menorrhagia, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: she received treatment for pain , bleeding , psycho , bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: lower abdominal pain, pelvic pain, vaginal discharge, dyspareunia, vaginal infection, weight loss. Lot number reported (916688) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.